Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: unknown gyn laparoscopic case. (B)(4) will address event 1 of 3, (B)(4) will address event 2 of 3, (B)(4) will address event 3 of 3. Return of eb010 sterile stock on hand due to previous experience of jaws staying closed. See (B)(4). "They are requesting an upgrade exchange for the eb010 hand pieces. They want to exchange their current version for the eb010 hand pieces with the new trigger lock spring." "A team member was recently out to hospital and key surgeons had stated they had an issue with the jaws locking. " "based on feedback that our team has received from the recent hospital visit and the local sales team members, surgeons have seen the jaws lock beyond the cer below and did not want to proceed with adopting the device. This account is part of a larger hospital system and a 2nd evaluation was permitted there but there were still concerns that this issue would still arise." Additional information was received via telephone on 08feb2018 at 8:21 am from applied medical health system manager. There were 3 events with "jaws locking". These events prompted the request to return the existing eb010 sterile stock on hand at the facility. The event devices for all three events were discarded and not available for return. The reporter had limited information regarding the second and third events. Additional information was received via email 12feb2018 at 11:06 am from applied medical health system manager. "One event was (B)(6), lap sigmoid colectomy, eb010 with doctor. Handle locking mechanism began to stick into place and lock up after 30 activations. Second device was opened, no further issues. No patient harm. The second even I do not have any information on. The or director stated that another laparoscopic handle, eb010, had locked on one of the gyn's when we were not there. Our conversation happened in mid-december. We were not alerted at the exact time of the incident. However, no patient injury or harm. That's all I have." Additional information was received via email 26feb2018 from applied medical health system manager: regarding the last event, the only information available is that "the handle locked into place, a second device had to be opened and that no patient harm occurred. The or manager was given this information verbally from a or tech and passed along to me during an update meeting." The date range when the reporter became aware of the event was approximately december 18th-29th 2017. Patient status: "no patient injury or harm."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the reported event and related product. At this time, applied medical is unable to determine the cause of the reported event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.